Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to this batch being made in 2011 and files are retained for 7 years, no DHR is able to be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 pl/wg was missing label information. The following information was provided by the initial reporter: material no: 928855 batch, no: 1116423. It was reported that the bag of syringes did not have a date on the bag. Verbatim: consumer reported found 10 pack of walgreen syringes. Was asking if they expire - did not see a date on bag. Obtained the lot # and determined this product was expired. She did not use this item in years.

Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 pl/wg was missing label information. The following information was provided by the initial reporter: material no: 928855, batch no: 1116423. It was reported that the bag of syringes did not have a date on the bag. Verbatim: consumer reported found 10 pack of (B)(4) syringes. Was asking if they expire - did not see a date on bag. Obtained the lot # and determined this product was expired. She did not use this item in years.